Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited a burned tip camera cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: include cause and conclusion. The event can be detected and prevented by handling device in accordance with the following IFU: 4.3 using endotherapy accessories. 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.